Manufacturer narrative:
The purpose of this rationale is to evaluate the risk associated with the identified failure mode of screw pushes out the top of the plate post-op for the resonate anterior cervical plate system. This evaluation determined that this failure was within expected risk; therefore, no further actions will be taken at this time, and the hazard will continue to be monitored.

Event description:
It was reported that there was a resonate revision. The resonate screw backed out of plate from a previous surgery on (B)(6) 2022. We replaced the plate and screws with xtend.